Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units touchscreen will not calibrate. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact information: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) has an issue with touchscreen calibration. A getinge field service engineer (fse) found touchscreen would not calibrate during routine pm. Replacing touchscreen assembly corrected this issue. Completed full pm with test equipment and measurement details documented on order. The defective components were received for further investigation. There was no patient involvement. The failure analysis and testing department received the following part associated with this complaint: touch screen assy, this part was received with a reported unit failure message of touchscreen would not calibrate. Performed visual inspection of this part received and part looks to be in condition. Installed the touchscreen assy, into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department verified the failure of touchscreen calibration was failed. Touchscreen assy. Failed testing. This part is no longer going back to supplier for further investigation. The final investigation completed. Retaining this part in the fat dept. As per procedure 0002-07-d0008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.